Manufacturer narrative:
Mml ref: (B)(4). Facility site tel # (B)(6).

Event description:
It was reported that the patient could not feel the stimulation on the left side. There was no report of patient harm or injury. The field clinical engineer (fce) troubleshot the issue and verified that all electrodes of the left lead were out of range/high impedance over a period of time. The patient was reprogrammed to unilateral stimulation until the revision surgery could be scheduled. The patient underwent revision surgery to replace the left stimulation lead. The left lead was removed, and a new lead was implanted. The revision surgery was successful.

Event description:
It was reported that the patient could not feel the stimulation on the left side. There was no report of patient harm or injury. The field clinical engineer (fce) troubleshot the issue and verified that all electrodes of the left lead were out of range/high impedance over a period of time. The patient was reprogrammed to unilateral stimulation until the revision surgery could be scheduled. The patient underwent revision surgery to replace the left stimulation lead. The left lead was removed, and a new lead was implanted. The revision surgery was successful.

Manufacturer narrative:
Mml ref: (B)(4). Facility site tel # (B)(6). Device evaluation summary: the lead assembly was returned for analysis. The analysis confirmed lead conductor fractures were the cause of the high impedance conditions observed with the left percutaneous stimulation lead.